Event description:
It was reported that the left ventricular (lv) lead had chronic high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg, bi-v ICD; implanted: (B)(6) 2013. (B)(4).